Manufacturer narrative:
Device evaluation is in process. A supplemental report will be submitted for failure analysis. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 95% stenotic, heavily calcified and was located in the left anterior descending (lad) artery. The physician used a 6fr introducer sheath, crossing guide wire and finecross guide catheter to access the lesion. The crossing guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed three runs at low speed. Post-atherectomy angiography revealed a perforation just proximal to the lesion. The oad was removed and the physician deployed a 3.5x26mm graftmaster stent across the perforation to resolve it. An intra-aortic balloon pump (iabp) was inserted into the patient for precautionary purposes and the patient was transferred to a new hospital for monitoring.

Manufacturer narrative:
The oad was returned without the original guide wire. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage or abnormalities that would have contributed to the reported event. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. No biological material was observed on the driveshaft or crown. An in house .012" test wire was loaded into the device and passed through without resistance. When tested, the device spun at low, medium and high speed with no abnormalities observed. No damage was observed with the device that would have contributed to the difficulties experienced during the procedure. The device was turned on and off numerous times with no issues observed. While performing functional testing, the power cord, brake and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device was within specification and performed as intended. At the conclusion of the failure analysis investigation, the root cause of the perforation could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).